Event description:
A 16 hole walter lorenz mandibular plate in pt's jaw which was inserted in 2005 broke a yr later while pt was eating pizza. Plate with screws removed. New plate and screws put in place.